Event description:
Sn (B)(4) (due 03/15/2019 maintenance). Pt states her pump was giving her a blockage error every 15 min, every 30 min, every hour. However, the other pump she used is fine. We will ship new pump. No further info known. The error did not occur while in use and did not cause an adverse effect. Yes, we are replacing the pump and returning it for inspection. Dose or amount: 18.80 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.